Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave constant air-in-line alarm with a primed set. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
B5: additional information received by ICU medical on 02-mar-2022 via email attached in complaint object: failure found at our in-house testing facility, no patient was involved. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was intact, scratches and cracks found on lcd lens screen. The customer stated problem was duplicated. There was a constant air - in - line error alarm during investigation. Air detector sensor was defective and inoperable so it was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.